Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported issue by the customer. The evaluation uncovered a broken inhaling tube and a damaged magnet valve pad. Additionally, the distal tube was broken and leaked. The faulty part needs replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the high flow insufflation unit have a damaged magnet valve pad and broken inhaling tube. The procedure was completed with a similar device. Upon inspection and testing of the returned device, it was observed that the device had insufficient air pressure and damaged channel parts. This report is being submitted for the event found during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.